Event description:
(B)(6) -the dealer reported that the solara3g mechanical wheelchair fork got bent after going over a threshold, and the caster was not providing enough support to the unit. There was no patient injury reported.